Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the trap was jammed when pressing the knot. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3636-1, batch 15177847, was received for investigation. Upon evaluation, it was noted that one side of the splice/loop assembly was bunched, and the ends of the suture assembly were torn. Additionally, some of the suture ends were also frayed. The most likely cause of the reported failure is user-applied excessive force during the tightening process.